Manufacturer narrative:
Updated fields: d9, h3, h4, h10. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the evaluation could not specify what the foreign material was from the information obtained. The biopsy channel was inspected inside with a borescope and confirmed that there was no abnormality such as foreign material. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the bronchovideoscope exhibited that a foreign material like a black rubber substance came out of the device. The issue was found during preparation for use for a diagnostic endoscopy procedure and it was assumed that the foreign material was in the region of the pharynx to the bronchus. It was noted that there was a 30-minute delay in the procedure. However, the intended procedure was completed with another similar device. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional and corrected information. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was additionally reported that the foreign material was recovered from the patient. The procedure delay was confirmed to be less than 30 minutes.